Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 21204451.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming and high impedances due to lead fracture. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.